Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion the needle would not retract with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: after getting access to the vein the needle would not retract back. We have 60 20g IV needles from this particular lot number, they are pulled off the shelf. We tried another needle and it retracted with no issues. It could have just been that particular needle, but it does pose a safety issue for the nurses.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received ten unopened representative samples and one photo. Through the visual inspection, damage was not observed. A functional test was then performed where the needles were retracted. All units retracted normally and instantly upon pushing the button. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that after insertion the needle would not retract with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: after getting access to the vein the needle would not retract back. We have 60 20g IV needles from this particular lot number, they are pulled off the shelf. We tried another needle and it retracted with no issues. It could have just been that particular needle, but it does pose a safety issue for the nurses.